Manufacturer narrative:
Investigation results: visual investigation: the investigation was carried out visually. During a visual inspection, it was noticed that the pivot jaw and the leaf spring between the pivot jaw and the housing were missing. Furthermore, it was noticed that the crimp notch was not sufficiently crimped and thus did not hold the swivel jaw and the leaf spring in position. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of the risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is no longer acceptable. The need to revisit the risk assessment will be requested and further evaluated by the responsible department. Conclusion and measures / preventive measures: based upon the investigation results, the root cause of the reported issue can be traced back to a manufacturing-related failure. Specifically, it is assumed that the crimping notch which is responsible for the fixation of the pivot jaw was not performed or performed insufficient. Based upon the investigations results a product safety case was initiated.

Event description:
It was reported that there was an issue with pl770su - caiman maryland non articulat.d5/360mm the blade is jammed, and it was imposible to perform the surgery with this instrument. Same error on 3 instruments from the same batch number. All available information has been provided at this time, if additional information becomes available the complaint will be updated accordingly. Pieces of the jaw were later noted to be missing upon receipt by the manufacturer; it was confirmed that the pieces had not remained in the patient, and probably fell apart during transport. The adverse event is filed under (B)(4).